Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device is getting error code 1007 machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The problem was successfully addressed through the replacement of the data acquisition printed circuit board assembly (pcba). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.